Event description:
A report was received that the trial patient developed a hematoma following the trial procedure. The patient's lead was explanted and the hematoma was removed. The symptom of the hematoma was severe pain. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Explanted lead will not be returned to bsn as it was discarded by medical facility.